Event description:
Used optic free replenish solution for my contact lenses and it had severely damaged my eyes (upper and lower eye lids) the side of my both eyes. The pain was so extreme that I wasn't able to close my eyes for a few days. I had swollen, cut and red eye's for over a week until I was told to stop using the contact lenses. FDA safety report ID # (B)(4).